Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump just vibrates without any beeping sound. The customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer did not hear the beeps when the audio volume settings were saved. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low-level failures alarm noted during testing or listed in device history.